Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in other tissue') and device breakage ('broken right coil') in a 27-year-old female patient who had essure (batch no. A86601-not valid, a85501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included ibuprofen. The patient's medical history included kidney infection. Previously administered products included for pregnancy prevention: birth control pill from 2008 to 2009. Concurrent conditions included dizziness and low back pain. On an unknown date, the patient started ibuprofen at an unspecified dose and frequency. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced mood swings ("mood swings"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced acne ("acne"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and feeling abnormal ("brain fog"). In (B)(6) 2013, the patient experienced dysgeusia ("metallic taste in mouth"), tooth disorder ("dental problems"), fatigue ("fatigue"), abdominal distension ("bloating"), depression ("depression"), anxiety ("anxiety") and pelvic pain ("pain: pelvic pain") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced rash ("rash"), arthralgia ("pain: joint aches"), vulvovaginal pain ("pain: vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy/bilateral salpingectomy and underwent salpingectomy(bilateral removal of fallopian tubes) on (B)(6) 2016/bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device breakage, dysgeusia, tooth disorder, dysmenorrhoea, fatigue, abdominal distension, mood swings, migraine, headache, feeling abnormal, depression, anxiety, rash, arthralgia, acne, vulvovaginal pain, weight increased and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia and pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain, acne, anxiety, arthralgia, depression, device breakage, dysgeusia, dysmenorrhoea, embedded device, fatigue, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: as per pfs, (B)(6) 2013 - hsg approx. 3 months post essure implant. Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: 1. Successful bilateral tubal occlusion. 2. The patient was returned to home in stable condition. Ultrasound pelvis - on (B)(6) 2016: normal pelvic ultrasound. Essure visualized bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : headache lot number a86601 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received. Lot number, concomitant drug, reporter information added. Insertion date, event onset dates, outcome updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in other tissue') and device breakage ('broken right coil') in a 27-year-old female patient who had essure (batch no. A86601-not valid , a85501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney infection. Previously administered products included for pregnancy prevention: birth control pill from 2008 to 2009. Concurrent conditions included dizziness and low back pain. Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced mood swings ("mood swings"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced acne ("acne"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and feeling abnormal ("brain fog"). In (B)(6) 2013, the patient experienced dysgeusia ("metallic taste in mouth"), tooth disorder ("dental problems"), fatigue ("fatigue"), abdominal distension ("bloating"), depression ("depression"), anxiety ("anxiety") and pelvic pain ("pain: pelvic pain") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced rash ("rash"), arthralgia ("pain: joint aches"), vulvovaginal pain ("pain: vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device breakage, dysgeusia, tooth disorder, dysmenorrhoea, fatigue, abdominal distension, mood swings, migraine, headache, feeling abnormal, depression, anxiety, rash, arthralgia, acne, vulvovaginal pain, weight increased and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia and pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain, acne, anxiety, arthralgia, depression, device breakage, dysgeusia, dysmenorrhoea, embedded device, fatigue, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: as per pfs, (B)(6) 2013 - hsg approx. 3 months post essure implant. Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: 1. Successful bilateral tubal occlusion. 2. The patient was returned to home in stable condition. Ultrasound pelvis - on (B)(6) 2016: normal pelvic ultrasound. Essure visualized bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in other tissue') and device breakage ('broken right coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for pregnancy prevention: birth control pill from (B)(6)2008 to (B)(6)2009. In may 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysgeusia ("metallic taste in mouth"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal distension ("bloating"), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches"), feeling abnormal ("brain fog"), depression ("depression"), anxiety ("anxiety"), rash ("rash"), arthralgia ("pain: joint aches"), acne ("acne"), vulvovaginal pain ("pain: vaginal pain"), pelvic pain ("pain: pelvic pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy/bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the embedded device, device breakage, dysgeusia, tooth disorder, dysmenorrhoea, fatigue, abdominal distension, mood swings, migraine, headache, feeling abnormal, depression, anxiety, rash, arthralgia, acne, vulvovaginal pain, weight increased, pelvic pain and abdominal pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, acne, anxiety, arthralgia, depression, device breakage, dysgeusia, dysmenorrhoea, embedded device, fatigue, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: as per pfs, (B)(6)2013 - hsg approx. 3 months post essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - in (B)(6)2013: no result available. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-aug-2019: pfs received. New event: abdominal pain was added. Outcomes of the event abnormal bleeding (vaginal, menorrhagia) were changed from unknown to recovered/resolved. Reporter information and historical drug were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in other tissue') and device breakage ('broken right coil') in an adult female patient who had essure (batch no. A86601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney infection. Previously administered products included for pregnancy prevention: birth control pill from (B)(6) 2008 to (B)(6) 2009. Concurrent conditions included dizziness and low back pain. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysgeusia ("metallic taste in mouth"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal distension ("bloating"), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches"), feeling abnormal ("brain fog"), depression ("depression"), anxiety ("anxiety"), rash ("rash"), arthralgia ("pain: joint aches"), acne ("acne"), vulvovaginal pain ("pain: vaginal pain"), pelvic pain ("pain: pelvic pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device breakage, dysgeusia, tooth disorder, dysmenorrhoea, fatigue, abdominal distension, mood swings, migraine, headache, feeling abnormal, depression, anxiety, rash, arthralgia, acne, vulvovaginal pain, weight increased, pelvic pain and abdominal pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, acne, anxiety, arthralgia, depression, device breakage, dysgeusia, dysmenorrhoea, embedded device, fatigue, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: as per pfs, (B)(6) 2013 - hsg approx. 3 months post essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: 1. Successful bilateral tubal occlusion. 2. The patient was returned to home in stable condition. Ultrasound pelvis - on (B)(6) 2016: normal pelvic ultrasound. Essure visualized bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: medical record received: lot number added. Medical history, concomitant conditions and reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in other tissue') and device breakage ('broken right coil') in a 27-year-old female patient who had essure (batch no. A86601-not valid , a85501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney infection. Previously administered products included for pregnancy prevention: birth control pill from 2008 to 2009. Concurrent conditions included dizziness and low back pain. Concomitant products included ibuprofen. In may 2013, the patient had essure inserted. In june 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In july 2013, the patient experienced mood swings ("mood swings"). In august 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In september 2013, the patient experienced acne ("acne"). In november 2013, the patient experienced migraine ("migraines"), headache ("headaches") and feeling abnormal ("brain fog"). In december 2013, the patient experienced dysgeusia ("metallic taste in mouth"), tooth disorder ("dental problems"), fatigue ("fatigue"), abdominal distension ("bloating"), depression ("depression"), anxiety ("anxiety") and pelvic pain ("pain: pelvic pain") and was found to have weight increased ("weight gain"). On (B)(6)2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced rash ("rash"), arthralgia ("pain: joint aches"), vulvovaginal pain ("pain: vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy/bilateral salpingectomy and underwent salpingectomy(bilateral removal of fallopian tubes) on (B)(6) 2016/bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device breakage, dysgeusia, tooth disorder, dysmenorrhoea, fatigue, abdominal distension, mood swings, migraine, headache, feeling abnormal, depression, anxiety, rash, arthralgia, acne, vulvovaginal pain, weight increased and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia and pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain, acne, anxiety, arthralgia, depression, device breakage, dysgeusia, dysmenorrhoea, embedded device, fatigue, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: as per pfs, aug 2013 - hsg approx. 3 months post essure implant. Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: 1. Successful bilateral tubal occlusion. 2. The patient was returned to home in stable condition. Ultrasound pelvis - on (B)(6) 2016: normal pelvic ultrasound. Essure visualized bilaterally.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid) a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in other tissue') and device breakage ('broken right coil') in an adult female patient who had essure (batch no. A86601-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney infection. Previously administered products included for pregnancy prevention: birth control pill from (B)(6) 2008 to (B)(6) 2009. Concurrent conditions included dizziness and low back pain. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysgeusia ("metallic taste in mouth"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal distension ("bloating"), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches"), feeling abnormal ("brain fog"), depression ("depression"), anxiety ("anxiety"), rash ("rash"), arthralgia ("pain: joint aches"), acne ("acne"), vulvovaginal pain ("pain: vaginal pain"), pelvic pain ("pain: pelvic pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device breakage, dysgeusia, tooth disorder, dysmenorrhoea, fatigue, abdominal distension, mood swings, migraine, headache, feeling abnormal, depression, anxiety, rash, arthralgia, acne, vulvovaginal pain, weight increased, pelvic pain and abdominal pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, acne, anxiety, arthralgia, depression, device breakage, dysgeusia, dysmenorrhoea, embedded device, fatigue, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: as per pfs, (B)(6) 2013 - hsg approx. 3 months post essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: 1. Successful bilateral tubal occlusion. 2. The patient was returned to home in stable condition. Ultrasound pelvis - on (B)(6) 2016: normal pelvic ultrasound. Essure visualized bilaterally.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : headache lot number a86601 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-oct-2019: quality-safety evaluation of ptc. No valid lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in other tissue') and device breakage ('broken right coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysgeusia ("metallic taste in mouth"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal distension ("bloating"), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches"), feeling abnormal ("brain fog"), depression ("depression"), anxiety ("anxiety"), rash ("rash"), arthralgia ("pain: joint aches"), acne ("acne"), vulvovaginal pain ("pain: vaginal pain") and pelvic pain ("pain: pelvic pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device breakage, vaginal haemorrhage, menorrhagia, dysgeusia, tooth disorder, dysmenorrhoea, fatigue, abdominal distension, mood swings, migraine, headache, feeling abnormal, depression, anxiety, rash, arthralgia, acne, vulvovaginal pain, weight increased and pelvic pain outcome was unknown. The reporter considered abdominal distension, acne, anxiety, arthralgia, depression, device breakage, dysgeusia, dysmenorrhoea, embedded device, fatigue, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2013: no result available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: this case is incident. Reporter information was updated. This case concerns adult patient. Essure removal date was added. Essure indication was amended. Previously reported event: injury was updated to more specified events: embedded in other tissue, broken right coil, abnormal bleeding (vaginal, menorrhagia), metallic taste in mouth, metallic taste in mouth, dental problems, dysmenorrhea (cramping), fatigue, bloating, mood swings, migraines, headaches, brain fog, depression, anxiety, rash, pain: joint aches, acne, pain: vaginal pain, weight gain and pain: pelvic pain were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.